Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v365909, implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-nov-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that their doctor had ordered an MRI (not alleged to be related to the device/therapy). The patient reported that years ago, they had a fall and they had to 'switch out' their stimulation system and noted that part of the wire was still stuck in them. The patient stated they still couldn't have an MRI, that they could have an MRI of their head, but that nobody knew the settings of the MRI or what to do. The patient was advised that they could call the technical services (tss) number where they could review guidelines or that the manufacturer company could fax them the guidelines. It was noted that the patient didn't know the facility (where they were getting the MRI) fax number. The patient reported the lead wire "snapped off and just broke," and that where the lead snapped off, they couldn't get it out. The patient stated that they have tried and that they talked to the surgeon and neuro-surgeon and they said it was too dangerous to try and remove. The patient stated they thought the lead broke because of the fall. The patient stated they slid on ice and fell on their "butt." Patient services asked when the fall was and the patient said 'probably 2013 or 2014'.  (It shall be noted that the exact timeline of the fall was unknown and that present data suggests the lead was partially removed in 2011.) At the time, the patient was going to a facility in michigan where they were seeing a health care professional (hcp) to manage their stimulator. The patient was advised to have the MRI facility call technical services to review MRI guidelines. Patient services also stated they could provide their fax number and the manufacturer company could fax over the guidelines for the MRI.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# v365909 implanted: (B)(6) 2010 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that there was no patient harm or symptoms related to the lead being left in the patient. No additional surgery was planned to remove the component. Cause of the inability to get the part of the wire that was still stuck in the patient was not determined. The steps taken were noted as ¿none no sx¿. The issue was not resolved but no further action would be taken.